Manufacturer narrative:
Philips investigated the complaint. According to additional information collected, the issue occurred during the vascular embolization procedure. The procedure was delayed and completed after restarting the system and there was no reported harm to patient or user. The philips field service engineer (fse) inspected the system on site and identified that the interventional workstation (iws) power cable was disconnected. To resolve the issue, the fse plugged in the power cable and rebooted the system multiple times. After repairs, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. A scenario where the procedure can be completed on the same system with minimal delay, is not likely to cause or contribute to death or serious injury should it recur. Therefore, based on this investigation results, philips concludes that this complaint is not reportable. The codes were updated based on the investigation outcome. Patient outcome code and health impact code were corrected.

Event description:
It was reported to philips that during a vessel embolization procedure, the system gave a message indicating roadmap was inactive. The procedure was aborted and to be rescheduled. The report indicated that an injury occurred; however, no further details regarding the alleged injury have been provided to date. An investigation into this complaint has been initiated by philips.